Event description:
It was reported that the patient presented for initial implant. During procedure, the lead was unable to implanted. The physician stated it "was not tracking properly." The lead was not used and another lead was used instead. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.